Event description:
It was reported that a patient underwent a lead revision/replacement. It was noted that the leads had been implanted several years ago. On one explanted lead, the tines and electrodes remained in the patient, and on the other lead the electrodes remained, but the tines came out. The physician had proceeded to implant another lead. The leads were not returned for analysis. In addition to the new lead, the patient also received a new implantable pulse generator. The patient was noted as being "happy" with their new device system.

Manufacturer narrative:
(B)(4).